Manufacturer narrative:
Additional information received via an engineering evaluation of the case was performed as the commander delivery system was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Additionally, a lot history review as performed and no other complaints relating to difficulty crossing native annulus. As the complaint was unable to be confirmed due to no product returned or patient image provided for evaluation and the occurrence rate did not exceed the november 2019 control limits for the trend category, a complaint history review is not required. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of the IFU, device preparation manual, and procedural training manual was performed. The physician is warned to be patient and not force the thv while crossing the native valve. Ensure the flex catheter tip is flush with the thv for support during crossing. Short movements are best to prevent ¿jumping¿ of the thv into the ventricle. Rao or ap projection should be used to ensure wire position is maintained. Additionally, the procedural training manual reiterates factors that can make it difficult to cross: heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, inadequate bav. When experiencing difficulty crossing: make sure wire is correctly extended at apex, pull tension on the wire or reposition, add some distal flex or remove some partial flex, pull system back and re-advance. Due to the unavailability of the devices or imagery of native valve crossing, the complaint was unable to be confirmed. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of the DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies. Review of patient description stated that calcification was present in the patient annulus along with patient vasculature that was determined to be severely tortuous. Per the training manual, factors that can make it difficult to cross include ¿heavy calcification¿ and ¿inadequate bav¿. It is possible that the calcification on the native valve leaflets and tortuous vessels interfered with the delivery systems ability to cross the annulus. This is further supported by the fact that the second delivery system was able to cross the annulus once bav was performed to displace the calcification. While a definitive root cause is unable to be determined, based on available information it is likely that patient factors (annular calcification/tortuosity) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformances or labeling/IFU/training deficiencies were confirmed and the complaint rate did not exceed the november 2019 control limit for the applicable complaint trend categories, a pra assessment is not required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates that the injury was most likely caused by patient factors (severe aortic tortuosity) and procedural factors (torqueing the devices). Per the physician, an alternate access route may have been the better option. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr case an aortic dissection occured in the descending aorta. Due to two areas of tortuosity in the thoracic aorta, the decision was made to utilize one safari guidewire along with two lunderquist guidewires.  Difficulty advancing the commander delivery system was experienced along the greater curvature of the aorta due to absorbed push force.  During an attempt to cross the native valve, the sapein 3 valve caught on calcification in the non-coronary cusp. The safari wire was changed to a new lunderquist wire to gain stiffness since the nosecone was over the native valve, but it was unable to pass through the valve. Another guidewire was inserted from the contralateral side to perform balloon aortic valvuloplasty (bav), and at the same time, the operator pushed the delivery system gradually. Eventually the valve advanced enough to deploy and the valve was implanted in the targeted position. Transesophageal echo (tee) indicated a type b communicating aortic dissection in the descending aorta had occurred. The patient left the operating room intubated for blood pressure control. On postoperative day (pod) 1, the follow-up CT examination showed an expansion of the false lumen and stenosis of the true lumen so the decision was made to implant a stent-graft. Per the physician, stress was placed on the aorta from the torque to push the delivery system due to severe tortuosity and bav with alternative access should have been considered.